Event description:
Hosp advised that during a bone marrow transplant the tubing separated from the spike. The set had previously run for two hours with no problem. When the bag of marrow and the burrette were agitated to prevent the bone marrow from clumping the tubing separated from the spike. 10 ml of marrow was reported lost. The nurse stopped the infusion. Both ends of the set were sterilized and the set put back together and sealed with waterproof tape. The patient was placed on vancomycin and septazadine for an extra day. There was no permanent injury to the patient. The hosp advised that the set was discarded due to contamination.